Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that the right ventricular (rv) lead was showing a gradual increase in shock lead impedances since the december 2016 device replacement procedure. Impedances increased from 80 to 127 ohms. At the 2016 procedure, a 26j commanded shock produced an impedance of 83 ohms. The painless shock lead impedance test produced similar values. Boston scientific technical services (ts) discussed that we cannot assume there is much margin between the two tests and discussed how high energy shocks are delivered. Ts explained that once the impedances are greater than 145 ohms, there is not much additional troubleshooting to try and manage the lead. Ts recommended trying max output pacing for 5-10 seconds to see if the painless shock lead impedances decrease dramatically. The hcp understood. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the rv lead high shock impedance continued. No noise were seen and the pacing and sensing measurements were noted to be within range. The higher shock impedance measurements were thought to be related to a substrate encapsulated shock coil. A revision procedure was performed where no issues were observed with the lead. The rv lead was explanted and the ICD remained in service.